Event description:
Reported out a false positive hcv result using the cobas amplicor hcv test, v2.0 and the cobas amplicor analyzer because an outdated barcode containing the test definition files (tdf) for the assay was loaded on the analyzer. A false positive result could result in inappropriate therapy being administered to a pt. The outdated tdf barcode had previously been loaded on the cobas amplicor analyzer and had been updated as revisions to the cobas amplicor hcv test, v2.0 were implemented. In the current correct tdf barcode, od results between 0.15 and 0.99 are flagged as "inconclusive" and are required to be repeated in order to confirm if the sample is "positive", "negative", or "inconclusive." The outdated tdf barcode interprets od results between 0.15 and 0.99 as "positive." The customer uses an internal procedure to review all od results. This one result was reported to the physician in error. Repeat testing of the sample resulted in a negative result. The customer has communicated the correct results to the physician.